Event description:
It was reported that two weeks post implant, the lead exhibited undersensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the distal insulation was damaged which resulted in a short circuit between the lead coils.